Manufacturer narrative:
The unit did not have a button error alarm. The unit had an intermittent button response due to moisture damage on the keypad trace. The unit also had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was performed. The device was returned for analysis.